Event description:
The customer's husband stated that the customer was taken to the hosp by ambulance due to hypoglycemia. The customer's blood glucose reading at the time of the report was 122 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was suffering from a urinary infection at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.